Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -9.0/1.0/103 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. The lens was exchanged with a shorter length lens on (B)(6) 2024 due to excessive vault. This resolved the problem. Cause of event reported as unknown.

Manufacturer narrative:
Additional information: added throughout form. (B)(4)

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -9.0/1.0/103 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6)2024. Excessive vault was observed. Lens remain implanted. Cause of event reported as unknown. Additional information has been requested but none has been forthcoming.